Event description:
It was reported there was a discharged stimulator and there was no stimulation. An explant of the device occurred and it was replaced. Medical intervention included pain medical ¿level 3 morphine-like¿ antidepressants. The issue was resolved and the cause of the issue was determined. They increased stimulation threshold to 6.5ma. The patient had pain and their status at the time of report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the event date was changed to (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, implanted: (B)(6) 2013, product type: lead.

Event description:
Additional information from the healthcare provider of the foreign clinical study reported the depletion was normal due to high settings. The patient was receiving effective therapy following replacement. The device was disposed of and not returned.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, implanted: 2013-(B)(6), product type lead. (B)(4).